Event description:
The pt has "a suspected infection at the pocket site (red, swollen, warm) and has been febrile." The pump was also reported to have been beeping intermittently for approx 10 minutes, but when was interrogated by the hcp, no pump alarms were occurring. The pt was going to be taken to the hosp for eval and treatment of the infection. A follow up report will be sent when add'l info is received.